Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg site on (B)(6) 2019. As a result, the entire system was explanted.

Manufacturer narrative:
Corrected: operator of device has been added. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.